Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Since the device was not returned to olympus for inspection the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the user conducted reprocessing some time after endoscopy, which caused strong odor after reprocessing. The event can be detected by following the instructions for use which state: chapter 4 reprocessing operations endoscopes must be first cleaned according to one of two ways, prior to reprocessing in the oer-pro: manual precleaning and cleaning immediately after each patient examination, perform bedside cleaning, clean the outer surfaces of the endoscope, brush the forceps elevator (if applicable), brush the suction channel, flush and rinse all channels according to the step-by-step cleaning procedure described in the endoscope¿s instruction manual. Complete both the prescribed bedside and manual cleaning procedures. After the endoscope undergoes full manual cleaning, it can be reprocessed in the oer-pro. The oer-pro then provides supplemental cleaning and high-level disinfection. Modified precleaning and cleaning immediately after each patient examination, perform the bedside-cleaning and manual-cleaning procedures for the endoscope as described in the endoscope¿s instruction manual, but with the modifications described in this section. This section describes: 1) how certain steps performed at the bedside can be performed using less fluid volume, and using water in place of detergent, 2) how the manual steps for brushing the channels and the elevator (if applicable), and for cleaning the outside surfaces of the endoscope are unchanged, but 3) how the requirement to connect certain flushing tubes, and the need to manually flush detergent and rinse water through the channels can be omitted. The functions of the modified/omitted steps are covered by the cleaning process of the oer-pro. After cleaning the endoscope following this modified procedure, the endoscope can be placed in the oer-pro. The oer-pro completes the cleaning process and follows this with high-level disinfection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, some scopes had a strong odor after being reprocessed using the endoscope reprocessor. A field service engineer had been dispatched before and did not find any issues. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. The field services engineer tested the device and no issues were found, and they could not duplicate the customer's allegation. The customer informed the field services engineer that they use a third party repair service. Should additional relevant information become available, a supplemental report will be submitted.